Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, a physician has had issues in the past using ngage nitinol stone extractors with another manufacturer's flexible ureteroscope, in the lower part of the kidney. The ngage nitinol stone extractors would kink and the basket of the device would not open and close smoothly or they were unable to manipulate the basket. No additional details regarding these previous incidents is available. There were no adverse effects to the patient reported. Investigation ¿ evaluation: a document based investigation was performed including a review of instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted. The device was not returned for investigation. Cook could not complete a review of the device history record or complaint history due to a lack of lot information from the user facility. The information provided upon review of the complaint file and quality control documents does not provide evidence to support that the device was manufactured out of specification, or to suggest items in the lot or similar devices in the field or in house are nonconforming. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The issue has been identified as being with the basket assembly, which is a supplied component. A supplier corrective action request has been created to address the issue. The cause for the issue has not yet been determined. The appropriate personnel have been notified and cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a physician has had issues in the past using ngage nitinol stone extractors with another manufacturer's flexible ureteroscope, in the lower part of the kidney. The ngage nitinol stone extractors would kink and the basket of the device would not open and close smoothly or they were unable to manipulate the basket. No additional details regarding these previous incidents is available. There were no adverse effects to the patient reported.

Manufacturer narrative:
Initial reporter name and address: postal code: (B)(6). PMA/510k#: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.